Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for both the lead and generator were reviewed; both devices met all specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013 it was reported that the physician saw high impedance that day on the patient's device during diagnostics; output=limit/lead impedance=high/dcdc=7/eri=yes. The physician stated that there is no known cause and the patient was referred for a full revision surgery. Clinic notes dated (B)(6) 2013 were received which confirmed high impedance was seen during that clinical visit. The clinic notes also mention that the patient has been having 5-6 seizures a day. The manufacturing records for both the lead and generator were reviewed; both devices met all specifications prior to distribution. The manufacturer's consultant later stated that the generator was not disabled despite the high impedance and x-rays had not been ordered. He stated that he confirmed with the physician and the diagnostics test that was performed on (B)(6) 2013 showing high impedance was a normal mode diagnostics test. The patient was programmed to 2.25 ma. The patient's father stated that there was no known specific trauma but the patient still does fall, but he doesn't feel that any of the recent falls were hard or on that side of the body. No patient adverse issues were reported. It was reported that the physician was going to bring the patient back in to run a system diagnostics test. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(4) 2013 additional information was received when it was reported that the vns patient had been seen about a month ago and the device was found to be at eos. The physician had performed a normal mode diagnostics test which showed output=limit/lead impedance=high/dcdc=7/neos=yes. System diagnostics had not been performed at that time. By the time they were able to bring the patient back to the office to run a system diagnostics, the battery had depleted to a point where it could not be interrogated anymore (due to eos). The patient had been referred to a surgeon for surgery. The patient underwent surgery on (B)(6) 2013 and only the generator was replaced. When the generator was replaced, system diagnostics were performed and resulted in output=ok/lead impedance=ok/impedance value=2286ohms, so it was decided that the lead would not be replaced. It was reported that the explanted generator had been discarded by the hospital.